Event description:
(B)(4). Initial information was received from the food and drug administration (case number (B)(4)) on 06-nov-2008: a patient, age and gender not specified, received poly-l-lactic acid (sculptra) injection (lot# and expiration date not provided) in 2006 (treatment dates not otherwise specified,) for acne scars and wrinkles around. Report indicated that "sculptra injections at scars and wrinkles around mouth caused permanent bumps under skin." Date of event reported as (B)(6) 2006. The event did not abate after poly-l-lactic acid "use stopped or dose reduced." Report indicated that the reporter was not a healthcare professional. No further relevant information reported. Additional information for poly-l-lactic acid injectable (sculptra) (lot #/exp unknown) from (B)(4): without complaint sample and without batch number, no investigation is possible at this time.

Manufacturer narrative:
Conclusion: no investigation/no assessment possible.